Event description:
The customer's doctor prescribed avandia based upon high device results. The customer went into a diabetic coma and the device was used to check their blood glucose and a result of 350mg/dl was obtained. Emergency medial technician were called and their meter read 36mg/dl. Pt was taken to the hosp after given sugar and was fed and given fluids. Controls were not used on the system. The device was replaced and requested to be returned for eval.